Event description:
The customer reported erroneously low thyroid-stimulating hormone (tsh) result, below the normal reference interval, for one pt, involving access 2 immunoassay system. Subsequent testing produced normal results. Precision test was completed on two samples from the pt and produced results within the reference interval. The elevated result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse verified the wash carousel was clean and free of debris. The fse performed a dry level sense test on the ultrasonic, which passed within system specs. The fse performed a routine and high sensitivity system check, both passed within system specs. The fse reviewed the precision tests performed by the customer, no issues were noted. The unit conformed to the MFR's published performance specs and was returned to operation. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.